Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Reportedly, the customer was using the cartridge for over 72 hours. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.